Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the balloon burst when it was inflated to about 10 atm. The balloon was inflated with a 50/50 mixture of saline and contrast and an encore inflator. The balloon was then removed from the patient. The physician completed the procedure with another uromax balloon with no complications and the patient's stone was extracted successfully. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years.according to the complainant, during the procedure, the balloon burst when it was inflated to about 10 atm. The balloon was inflated with a 50/50 mixture of saline and contrast and an encore inflator. The balloon was then removed from the patient.the physician completed the procedure with another uromax balloon with no complications and the patient's stone was extracted successfully. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn longitudinally for 30 mm at approximately 5 mm proximal to the tip of the device. A visual and tactile examination of the balloon catheter shaft revealed no defects. Operational context contributed to this event.